Event description:
It was reported the patient turned off the scs system before undergoing a hip prosthesis operation. Reportedly, after he recovered from the prosthesis operation he attempted to restart the system but the ipg would not communicate. A company representative met with the patient and tried to restore communication but connection between the clinician programmer and the patient's ipg was not possible. The next course of action has not been determined at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified the patient's scs ipg was successfully replaced with a new one. Stimulation therapy was restored and the issue resolved.